Manufacturer narrative:
The specific upn and lot number were not reported; therefore, the manufacture date and expiration date are unknown. Journal article: mukai s, et al. " endoscopic ultrasound-guided placement of plastic vs. Biflanged metal stents for therapy of walled-off necrosis: a retrospective single-center series." Endoscopy 2015; 47: 47-55. Doi http://dx.doi.org/10.1055/s-0034-1377966. The devices have not been received for analysis; therefore failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of multiple events through the article "endoscopic ultrasound-guided placement of plastic vs. Biflanged metal stents for therapy of walled-off necrosis: a retrospective single-center series" written by shuntaro mukai, et al. According to the literature, biflanged metal stents (bfms) and 7-fr double-pigtail plastic stents were implanted in 70 patients to treat symptomatic pancreatic walled-off necrosis (won) during endoscopic ultrasound-guided drainage procedures performed between october 2006 and september 2013. The plastic stents were used between october 2006 and october 2010, and intermittently thereafter. The biflanged metal stents were used from december 2010 to september 2013. The article reported that the plastic stents were not boston scientific devices. The biflanged metal stents were implanted in 43 patients. Seven of these patients received a cold axios stent. The remaining patient received bfms that were not boston scientific devices. The mean patient age of the bfms group was 54.4 +/- 6.2 years (range 29 - 83), and 37 patients were male. The mean size of the long axis of the patients's won was 105.6 +/- 40.0 mm (range 42 - 214), and the etiology of the won was reported to be acute pancreatitis (n=33) and acute on chronic pancreatitis (n=10). The etiology of the pancreatitis was noted to be gallstone (n=5), alcohol abuse (n=27), postoperative pancreatic fistula (n=1), tumor (n=4), idiopathic (n=3), and other (n=3). Two patients experienced stent migration into the stomach; however, the author of the article confirmed that the bfms associated with these two events were not boston scientific devices. One patient with a 10-mm x 10-mm axios stent experienced a perforation of the won cavity during a follow-up endoscopic necrosectomy procedure. According to the author, at the time of the necrosectomy, a 9.2-mm standard upper gastrointestinal scope was inserted into the cavity through the axios stent, and the cavity was insufflated with carbon dioxide. The author reported "we considered the perforation was occurred because the air supply could not be easy to be flowed from the cavity to stomach." The patient recovered with conservative treatment.